Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was in the 500's (mg/dl). Bg was addressed with a manual injection or by the customer changing the supplies and delivering a bolus via the pump. Reportedly, the customer reverted to an alternate pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.